Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity I free psa result. The result was not reported. The result was higher when the sample was repeated. The following data was provided: initial free psa = 0 ng/ml repeats = 1.039 and 0.984 ng/ml. Reference range = 0-0.934 there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of alinity I free psa, reagent, lot number 71549fz01. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I free psa assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71549fz01. In-house testing was performed with a retained kit of lot 71549fz01 all specifications were met indicating the lot is performing acceptably. Device history record review of lot 71549fz01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I free psa assay, lot number 71549fz01 was identified.

Event description:
The customer observed a falsely depressed alinity I free psa result. The result was not reported. The result was higher when the sample was repeated. The following data was provided: initial free psa = 0 ng/ml repeats = 1.039 and 0.984 ng/ml. Reference range = 0-0.934 there was no reported impact to patient management.